Manufacturer narrative:
Additional, corrected, and/or changed data: b1, b2, b5, h1, h6.

Event description:
Abbvie medical safety determined no signs of vascular occlussion occurred and therefore is not accurrate to capture event given report of "no wounds (no infection), no marbling (no blanching), fine capillary filling all the way in under 3 seconds. No discomfort anywhere other than over the bridge of the nose.".

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported "possible occlusion" for a patient injected in labiomental crease and a little in marionette with unk dermal filler and "felt a discomfort over the bridge of the nose and experienced a slightly redder area on one side of the bridge of the nose (very diffuse red color)". The day before yesterday, patient also experienced that "became darker in the corner of the eyes on both sides". No wounds, no marbling, fine capillary filling all the way in under 3 seconds. No discomfort anywhere other than over the bridge of the nose. Known allergy to animals and food, especially citrus. Have tapered down allergy medicine and using neurontin for nerve pain, otherwise no known diseases or medications, started with cortisone nasal spray. Symptoms ongoing/unresolved.